Event description:
Information was received from a consumer regarding a patient receiving prialt (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain. The patient was seeing an 8286 (empty pump) code on her ptm (personal therapy manager) this morning ((B)(6) 2016). The patient was not due for a pump refill and had not recently had the pump refilled. No patient symptoms were reported. The patient had surgery that was not related to her pump therapy and had been on other medication for the surgery. The patient had tried contacting her healthcare professional's office but had not heard back from them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.